Event description:
The haptic broke off outside the eye while inserting into the eye. The haptic was retrieved. The remaining intra ocular lens (iol) was removed from the eye and another iol was inserted without problems.